Event description:
The facility representative reported a colleague infusion pump with failure code 703:00. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was not determined. No repairs were needed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.